Event description:
Caller states the pt tested 4.4 inr on the coaguchek system and 3.0 inr on a comparison lab. Coumadin was held for 1 day, however, no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
.